Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had no air during reprocessing. Upon inspection and evaluation, clogging of the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿no air during reprocessing¿ was confirmed. The following findings were also noted during device evaluation: due to wear of flexibility adjustment ring, flexibility adjustment function does not work, due to wear of lock engagement lever, up/down knob cannot be locked securely, air/water-cylinder has no color, suction-cylinder has no color, switch box is deformed, plug unit is deformed, adhesive on bending section has a crack, due to wear of angle wire, bending angle in up/down/right/left direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, due to the wear of angle wire, the play of right/left knob is out of specification, channel-tube has a scratch, and image guide protector is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.